Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc immunoassay and elecsys hbsag immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. This medwatch will cover hbsag. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hbc results. On (B)(6) 2024, the initial anti-hbc result was 2.04 coi, interpreted as positive, and the initial hbsag result was 0.534. On (B)(6) 2024, the sample was repeated and the result was 0.17 coi, interpreted as negative, and the repeat hbsag result was 30.25. On (B)(6) 2024, the sample was repeated again and the hbsag result was 33.06. The units of measurement for hbsag were not provided.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.